Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had fallen several times in the last few days. Now she complained of a shocking or jolting sensation. Patient is still able to feel stimulation in the same place but stimulation felt strong and was irritating her leg when she lays down. Stimulation is set at 1.6 which is normally too high for the patient, once stimulation was turned down, patient no longer felt the irritation. Patient programmer functions were reviewed with patient in order for her to adjust stimulation. Medtronic patient services reviewed the control magnet, basic functionality and icon meaning. As well as the use of the on/off controls and synching with the ins. Additional information has been requested and if received a follow up report will be sent.